Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the articular component found extensive backside wear and gouging of the proximal surface. The device was discolored which likely due to oxidation from its extended implantation timeframe. Additionally the articular surface was dimensionally analyzed and was found to be conforming to print specification where measured. DHR was reviewed and no discrepancies were found. Per the nexgen cr-flex and lps-flex gender solutions package insert, loosening and implant wear of the prosthetic knee components or surrounding tissues is a known risk of this procedure. Root cause was unable to be determined with the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay a correction. Per the nexgen cr-flex and lps-flex gender solutions package insert, loosening and implant wear of the prosthetic knee components or surrounding tissues is a known risk of this procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.